Event description:
A customer reported via webform that a sensor error message was received with the adc device, and therefore was unable to obtain readings. The customer experienced a loss of consciousness, tremor, nausea, and lack of strength. The customer was provided with oral glucose and glucagon for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.